Manufacturer narrative:
Follow-up #1: date of submission 20-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: during the investigation, a ¿cs69¿ alarm was reproduced at power up. The pump was unable to recover from the cs69 alarm after a reboot, and investigators were unable to verify further testing. The ¿cs69¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs69¿ failure was written as a ¿cs87¿ failure in the black box. The alarm history showed evidence of multiple cs087 alarms. The error was resident to the flash chip (u39). Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that there was a call service 069 alarm emitted by the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.